Event description:
It was reported there is a crack in the tubing at the patient connection. It is not known if the event occurred during infusion or priming of the IV set. Customer provided photo of the tubing. Although requested, there is no additional patient or event information available.

Manufacturer narrative:
The customer¿s report of crack in the tubing at the patient connection was confirmed. The customer provided a photo of extension set and no obvious damages or issues were observed on the set components based on the photo. Visual inspection of the set noted the hub/collar of the male luer/spin lock assembly was cracked. The crack was along the length of the collar and approximately opposite the collar's injection gate. No other obvious damages or issues were observed on the rest of the set's components. Functional testing was deemed unnecessary due to the obvious breakage. The root cause was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there is a crack in the tubing at the patient connection. It is not known if the event occurred during infusion or priming of IV set. Customer provided photo of the tubing.